Event description:
The manufacturer received information alleging a ¿ventilator inoperative¿ alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. An error indicating that the amount of fluctuation in flow sensor deviated from the standard. A corrective action was performed with a service tool, and the issue was resolved. Additionally, the device's flow sensor was also replaced as preventive action. The device was tested and passed all final testing.